Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the catheter was broken. A dynamic¿ xt was selected for use. During preparation, it was noted that the proximal end of the dynamic¿ xt catheter was broken without maneuver. There were no special maneuver performed. The procedure was completed with another of the same device.